Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) worked with in-house biomed providing phone support only. Biomed ran on test balloon and simulator with no issues noted. Performed and passed pneumatic leak test. So, fse contacted getinge clinical educator for clinical staff follow up education. Device returned to customer.